Event description:
The customer reported via phone call that she had keypad issues on the insulin pump. Customer's blood glucose was 290 mg/dl. Customer stated that the buttons were starting not to work and she has to keep working with it for the buttons to register. Customer thinks that her high blood glucose was due to the pump not working. Customer stated that she treated with the pump for her high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Pump was received with intermittent buttons due to corroded keypad traces. Pump was received with a cracked case at the display window corners, reservoir tube, reservoir tube window, and battery tube threads. Pump was received with a minor scratched display window. Pump was also received with stained end cap sticker.